Event description:
It was reported that the patient was experiencing changes in stimulator charge. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(6), batch: (B)(4).